Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump¿s battery life was shorter than expected. The issue reportedly occurred with multiple batteries. Troubleshooting indicated low battery warnings in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: a review of the black box showed evidence of battery alarms, voltage drops, and reboots prior to the complaint. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. There was evidence of moisture contamination on the battery cap contact hub and the battery cap threads were stripped. A test battery cap was used to complete investigation. The pump powered on with the test battery cap and did not draw excessive current. The complaint of short battery life could not be duplicated on investigation. There was no damage found to the battery compartment and no evidence of any further moisture. Unrelated to the complaint, investigation revealed that the display was dim and discolored.